Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising, swelling and dent are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus xc in the cheek eminence. The cheek was pricked but did not inject as the healthcare professional had found "resistance and came out." On the next day, the patient developed bruising and swelling on the pricked area and it took 15 days to settle down. Bruise has settled down but patient has a slight dent on the pricked area .